Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to diabetic ketoacidosis and the insulin pump was not working. The customer¿s blood glucose level at time of incident was 696 mg/dl. The customer was treated with two manual injection of 8.5 units and intravenous insulin drip. The device will not be returned for analysis.